Event description:
A nurse reported a problem with a footswitch during a procedure. No patient harm. Further information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). Codes provided by manufacturer. This report was mailed to FDA on: 03/13/2014. (B)(4).